Manufacturer narrative:
Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular. Device code a04 captures the reportable event of gel material integrity problem.

Event description:
It was reported that the spaceoar vue hydrogel was placed on (B)(6) 2023. During the procedure, the hydrogel was partially injected into the rectal wall. The device remains present in the patient. Due to this event the radiation treatment has been delayed; the patient is currently scheduled for a magnetic resonance imaging (MRI).